Event description:
It was reported that during a moderately calcified, heavily tortuous, right coronary artery (rca) stenting procedure, after pre-dilatation with a nc trek balloon dilatation catheter (bdc), an ultra stent delivery system (sds) was advanced through a 6 french non-abbott sheath and over a short prowater guidewire to the distal rca lesion. The ultra sds would not cross a bend in the proximal rca; therefore, it was decided to stent a lesion in the proximal rca. The balloon was inflated to 6 atmospheres and it appears dog boned and ruptured. The physician attempted to remove the sds but it was stuck in the bend of the artery. The patient was taken to surgery and the ultra sds was successfully removed. Reportedly, when the physician straitened the vessel, the sds was removed easily during the surgery. The patient underwent a coronary artery bypass graft (CABG) surgery and is in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). Guiding catheter/sheath selection. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states that the minimum guide catheter compatibility for a 5.0 stent diameter is 7f/ .075in/ 1.91mm. In this case, it is likely that the size selection contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4).